Event description:
It was reported that the device was explanted after an implant duration of less than 1 month, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.

Event description:
It was learned that the device was explanted, due to mitral regurgitation. Per the operative report: this patient underwent a cardiac operation several weeks prior including revascularization and mitral valve repair. Postoperative echocardiography in the operating room showed a satisfactory repair, but subsequent echocardiogram this showed increasing levels of mitral regurgitation consistent with either failed repair or more likely lateral papillary muscle displacement. Decision was made to do an early replacement of this prior to the patient's mediastinum.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider (via fax), additional information and the operative report was received.